Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Reviewed photograph identified a fractured insert. As the device was not returned and no lab results were provided, the allegation of infection cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the primary tka surgery with the insert in question. After the surgery, revision surgery was performed due to prosthetic joint infection on (B)(6) 2022. In the revision surgery, the surgeon replaced the new insert after debridement. No further information is available. Doi: (B)(6) 2010, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.